Manufacturer narrative:
This device has been returned for analysis. Upon analysis completion this investigation will be updated.

Event description:
It was reported that this pacemaker was found to have triggered end of life (eol) at routine follow-up. It was noted that during follow-up approximately 6 months earlier the device had shown 1.5 years remaining longevity. Suspected premature battery depletion, a revision procedure was performed wherein the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
It was reported that this pacemaker was found to have triggered end of life (eol) at routine follow-up. It was noted that during follow-up approximately 6 months earlier the device had shown 1.5 years remaining longevity. Suspected premature battery depletion, a revision procedure was performed wherein the device was explanted and replaced. No adverse patient effects were reported.